Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported elevated blood glucose due to bent infusion cannulas. Blood glucose elevated as high as 514 mg/dl, and normal blood glucose range is 100-150 mg/dl. Treatment given for hyperglycemia was not reported. There were no issues noted during the preparation of the infusion set. There was more resistance than normal when the headset was inserted. At times, the insertion needle would begin to "push out" before the headset was fully inserted. There was no insulin leakage. Blood glucose increased within 8 hours of inserting the headset. Patient noticed the infusion cannula was bent in the middle and near the adhesive when the headset was removed. The headsets were inserted manually and with the insertion device. She used the product for 1 month before she started to experience these concerns. No product was requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. Three attempts were made to follow-up with pt and these were unsuccessful.